Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.